Event description:
The customer reported that the nursing staff found the failure during shift check. When the buttons on the paddle set were pressed, nothing happened and then the unit disarmed. There was no report to pt involvement.